Event description:
A malfunction was reported on the pump, identified by the malfunction code "malf 16." There was no adverse impact on the customer¿s blood glucose level, remaining below 500 mg/dl. Customer technical support provided information for resetting the pump, but the issue persisted, prompting a decision to replace the pump. The customer was informed about the replacement, which would include updated software, and was advised on necessary steps for returning the faulty pump using a provided return box and label. The customer confirmed their understanding of the process, including utilizing mdi as a backup therapy to ensure continued insulin delivery.